Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Mallinckrodt (B)(4) reports a hair was found in the syringe. There was no patient involvement as it was noticed when it was removed from the packaging. The syringe has been returned for material analysis. This is the first complaint of this nature for this lot.

Manufacturer narrative:
Customer reports a hair in the syringe. The complaint condition was confirmed from the sample and images provided by the customer. Complaint information was forwarded to the manufacturing site where they performed a review of this lot's device history record and did not find any related issues reported during the manufacture and assembly of this lot of product. A material analysis was performed on the foreign object and it was confirmed to be a hair. The review indicated that the occurrence of foreign material contamination was an isolated event and corrective action on the reported lot is not warranted. Quality assurance will continue to monitor and trend for similar issues.